Event description:
User stated the pre-clean needle was broken and punctured the side of the pre-clean bottle causing it to leak onto the floor in front of the analyzer. No one was injured. No pt samples were involved.

Manufacturer narrative:
The field service rep replaced the pre-clean needle, initialized the analyzer and performed a prime.